Event description:
It was reported that a spectrum pump experienced an under infusion. It was stated that the pump did not deliver full volume, 20ml was left after the infusion alarmed as complete. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted. Received via medwatch report number: (B)(4).

Manufacturer narrative:
Additional information h3, h6 and h10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing the device was tested at rates of 40ml/hr and 125ml/hr, and the error percentage rates were -6.416% for 40ml/hr, and +1.535% for 125ml/hr. The 40ml/hr values is out of the +/-5% specification range. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be out of adjustment pressure plate travel. The pressure plate travel requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.